Event description:
The customer reported that the nurse tried to restart an infusion which had been turned off by the night shift after the patient¿s IV site had occluded. The pump displayed a channel error message when the infusion was restarted. While troubleshooting the issue the nurse noted ballooning in the pump segment of the IV set. The IV solution, tubing and pump module were changed and the infusion resumed with no further issues.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with investigation results when the evaluation is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion: the customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the set noted that the ballooned area still remained at the top portion of the silicone pump segment. Functional testing was performed, the set was re-primed with water, and no ballooning was observed in the silicone segment or elsewhere on the set while priming. The set was also spiked to a bag filled with tap water and allowed to run via gravity. No ballooning was observed. The set was pressure-tested and ballooning of the silicone pump segment was observed to occur at 3 psi. The ballooned area appeared near the engagement of the silicone segment and the upper fitment. The root cause of this event could not be identified.